Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed a crease in anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device occasioned by the capsular contracture. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/25/19, the suspected medical device was returned for evaluation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided rupture, bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant (right) and a 300cc mentor memorygel breast implant (left) and experienced postoperative bilateral capsular contracture (left grade: ii, right grade: IV) and right-sided rupture. The right-sided rupture was visualized via ultrasound performed on (B)(6) 2019, and MRI performed on (B)(6) 2019 suggested possible bilateral rupture and right-sided mastitis. However, on (B)(6) 2019, a healthcare professional reported that only rupture on the right-sided implant was confirmed. As a result, the patient underwent bilateral removal and replacement with a 275cc mentor memorygel breast implant (right: catalog #: 3502751bc, serial #: (B)(4)) and a 250cc mentor memorygel breast implant (left: catalog #: 350-2501bc, serial #: (B)(4)) on (B)(6) 2019. This report is for the right prosthesis.